Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trying to rewarm patient, but arctic sun device was saying it would take 16 hours. They want to adjust the rate. Patient temperature (pt) was 93.3f, targeted temperature (tt) was 98.6f. Walked through programming hypothermia cool patient to current temperature and rewarm from current temperature (93.3f) to 98.6f. Advised they could adjust rate at which to rewarm which would affect the time expected for rewarm to be complete. Nurse selected maximum rate. Explained this would not be a controlled rewarm and the device would maximum out the water temperature (wt) to get the patient temperature (pt) to targeted temperature (tt) was as quickly as possible. Nurse stated that was what they want. Noted touchscreen was not responding appropriately. Having to touch next to actual arrows and hitting selection multiple times for device to respond. Advised to send to biomed once therapy complete so that the touchscreen can be calibrated.

Event description:
It was reported that the trying to rewarm patient, but arctic sun device was saying it would take 16 hours. They want to adjust the rate. Patient temperature (pt) was 93.3f, targeted temperature (tt) was 98.6f. Walked through programming hypothermia cool patient to current temperature and rewarm from current temperature (93.3f) to 98.6f. Advised they could adjust rate at which to rewarm which would affect the time expected for rewarm to be complete. Nurse selected maximum rate. Explained this would not be a controlled rewarm and the device would maximum out the water temperature (wt) to get the patient temperature (pt) to targeted temperature (tt) was as quickly as possible. Nurse stated that was what they want. Noted touchscreen was not responding appropriately. Having to touch next to actual arrows and hitting selection multiple times for device to respond. Advised to send to biomed once therapy complete so that the touchscreen can be calibrated.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Walked through programming hypothermia cool patient to current temperature and rewarm from current temperature (93.3f) to 98.6f. Advised they could adjust rate at which to rewarm which would affect the time expected for rewarm to be complete. Nurse selected maximum rate. Explained this would not be a controlled rewarm and the device would maximum out the water temperature (wt) to get the patient temperature (pt) to targeted temperature (tt) was as quickly as possible. Nurse stated that was what they want. Noted touchscreen was not responding appropriately. Having to touch next to actual arrows and hitting selection multiple times for device to respond. Advised to send to biomed once therapy complete so that the touchscreen can be calibrated. The complete initial reporter's facility name that is provided is (B)(6) hospital. ((B)(6) hospital). A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.